Event description:
Information was received indicating that this smiths medical cadd solis vip pump, exhibited cassette not attached alarm. No adverse effects reported.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. The device failed downstream occlusion calibration tests and " casstte not attached alarm" when latched. The root cause of the reported issue was found to be that the downstream occlusion sensor was inoperable. Actions were taken to mitigate the reported issue: the downstream occlusion sensor was replaced.